Event description:
Covidien formerly tyco healthcare received a report from service center that the unit did not provide an audio tone. There was no pt harm reported.

Manufacturer narrative:
The reported problem of no audio was confirmed. The failure was isolated to the speaker.